Manufacturer narrative:
No conclusion can be made. While the clinician has stated the issue to be possible device related and possible procedure related, based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's abdominal wall thickening and hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use state, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported to davol that a patient who is part of the (B)(6), experienced a hernia recurrence. On (B)(6) 2017 - the subject patient underwent a robotic-assisted umbilical hernia repair with implant of the phasix st mesh. At this time a concomitant procedure of a bilateral transversus abdominus plane block was performed. The phasix st mesh was positioned so that its edges extend beyond the margins of the defect by at least 5cm. The mesh was fixed in place with both mechanical (non bard/davol securestrap) and suture. On (B)(6) 2018 - the subject patient underwent a physical exam in which the clinician noted subcutaneous abdominal wall thickening. As reported, there was no "identifiable fascial defect" on exam and the patient was scheduled for an ultrasound to check for hernia recurrence. On (B)(6) 2019 - the patient underwent an ultrasound, which showed a hernia recurrence. The abdominal wall thickening and recurrence have been assessed per the clinician as mild and as being 'possibly related' to the study device and 'possibly related' to the index procedure. This hernia recurrence has been assessed as mild severity. The information provided indicates intervention is required to treat the recurrence; however, has not been scheduled or performed to date.